Manufacturer narrative:
The reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of -1.57%, which was within the +/-5% specification. The device showed signs of physical damage which might indicate the improper handling of the device. The last periodic maintenance for this pump was performed on 02/04/2015, which was outside of the yearly pm interval as recommended by zyno medical. The device was tested and met all specification on 08/08/2017. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00242).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the infusion pump and will follow up on this incident.

Event description:
The user reported that a pump was over-infusing. On (B)(6) 2017 the pump was programmed to infuse for 1 hour but it completed the infusion within in 20 minutes. The customer service representative at zyno medical contacted the facility where this adverse event occured and was informed that a low dose of taxol 144 mg was given. The patient involved experienced light lightheadedness and hypertension but recovered to be in good health condition now.